Manufacturer narrative:
A visual examination found that the device returned with the needle extended. Additionally, a pronounced catheter kink was observed 50cm from the handle. Functionally, when the handle was actuated, the needle failed to retract. The condition of the returned incident device was not consistent with the complaint that needle failed to extend. However, the evaluation found that the needle failed to retract which was attributed to the catheter kink. The most probable root cause is operational context since the damage likely occurred due to anatomical/procedural factors which limited the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a duodenal esophagogastroduodenoscopy (egd) with hemostasis procedure. According to the complainant, during the procedure, the needle failed to extend. The device was removed from the patient and the procedure was completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This report is considered a reportable event based on the investigation results of the needle not retracting.